Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was not detected on bus the customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis bus was not connecting, and the device was not detected on the bus. They were unable to recover the drawer on the cubie bus, which was not communicating. The field service engineer found that the retractor band and drawer board needed to be replaced to resolve the issue. The service engineer then replaced the retractor band and drawer board, and the system functioned normally. The system functioned as intended after the field service engineer repaired the device.